Event description:
It was reported that the image quality on the 9800 sys has dropped off and the image continues to have metal in the field. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. A 12" image intensifier tube assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.